Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue showing 3 instead of the expected 80+. There was no adverse impact to the customer's blood glucose level. Caller was guided to fill and load a new cartridge, and successfully resumed insulin use. Caller was advised to monitor and report if the issue persists or if new issues arise. Customer agreed to use a different cartridge lot next time and acknowledged the guidance provided.